Event description:
The pt was unable to use the implant system due to a loud buzzing noise that overrode speech. Analysis of the device revealed a device malfunction. Explantation/reimplantation surgery was performed on 2003.